Event description:
Staar's rep. Stated that the surgeon implanted a aa4203tl toric silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.